Event description:
It was reported that this patient thinks his heart rate is driven up when his continuous positive airway pressure (CPAP) is in use. A boston scientific technical services consultant discussed the clinical observations and precautions with this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.